Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, possible defect on the lens. Additional information was requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned positioned correctly in the #78(iw) lens case inside the lens carton. Solution was dried on the lens. The lens was cleaned with klrp (klotho-related protein) to further evaluate. There was no damage or defect observed. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The complaint was reported as "possible defect on lens". The specific "defect" or damage was not provided. The returned lens was evaluated. The product met specification. There was no damage or defect observed. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. The manufacturer internal reference number is: (B)(4).